Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 800 mg/dl at the time of the incident. The customer was at 540 mg/dl on the morning of the incident. The caller stated there was an unknown insulin pump error that "fixed itself". The customer was given intravenous insulin to treat. The customer experienced symptoms such as vomiting and being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the device could not turn on. The customer is a professional soccer player, had stress before the incident, and usually goes really low after training. The customer was advised by their parent not to treat for the 242 mg/dl they had after training, ate and then went to bed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No under or over delivery anomaly, bolus anomaly or basal anomaly noted. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime or fill anomaly noted. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No power error, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No power error, unexpected low battery alert, unexpected power loss alarm, replace battery alert, replace battery now alarm noted in the device trace download. Device powered up properly after the test battery was installed. Device was monitored for two days. No blank display noted. No unexpected error message noted during testing. Device had a scratched case and a pillowing keypad overlay. (B)(4).